Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and high voltage cable were replaced. The generator was calibrated and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down with an error message attributed to arcing. There are no reports of patient injury or death associated with this event.